Event description:
It was reported that the caller experienced a "connection failure from time to time." The caller indicated that the file was corrupt and an error message is displayed. Further investigation by technical services (ts) indicated that there was a message, which indicated there was a database corruption. Technical services (ts) provided assistance in resolving the issue by downloading the file to show the errors. Ts will consult with the server developer for the available options. Additional information received indicated that ts worked with the client and repaired the database. Ts also assisted with setting up backups and advised client to contact local information technology (it) to correct the problem of the workstation "suddenly powering off." Ts also suggested a migration of the database to the server might be warranted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.